Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a patient being unresponsive and with low blood sugar readings when connected to the cycler during their (B)(6) 2018 peritoneal dialysis (pd) treatment. Upon follow up with the pdrn nurse, it was discovered that the patient was hospitalized after this treatment for low blood sugar (patient is diabetic). The pdrn confirmed the patient is continuing their pd treatments without any changes. Additional information was requested but was not provided. If additional information becomes available, it will be added to the complaint.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: the file has been assessed for the necessity of the performance of a clinical investigation. Based on the information available, there is no documentation or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. On (B)(6) 2018, he point of contact (poc) for this 85-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service requesting operational assistance disconnecting the patient from the liberty cycler due to a hypoglycemic event. The poc reported the patient was found unresponsiveness and hypoglycemic, however the patient reportedly awoke and disconnected himself from the cycler. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the hospitalization (discharge date unknown) for hypoglycemia. Reportedly the patient¿s blood sugar was 37 during transport, for which he received dextrose (dosage and route unknown). The pdrn stated the patient has recovered from the event, and is continuing pd therapy unchanged. Relevant medical history includes: diabetes mellitus and anemia. Concomitant medications include: glipizide. Of note: there is a noted discrepancy between the poc stating the patient was connected to the liberty cycler at the time of the event, and the pdrn¿s follow-up statement on (B)(6) 2018, stating the patient was not. However, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.